Event description:
It was reported that the procedure was to treat a lesion in the proximal/ostial circumflex artery attempting to do kissing balloons at a bifurcation. Reportedly, there was an adjacent intermediate that the physician wanted to do simultaneous low pressure balloon inflation in to preserve the ostium of that vessel, followed by kissing balloon post-dilatation. A 3.0x12 non-abbott balloon catheter and a 3.5x15 rx xience pro stent delivery system (sds) were unable to advance simultaneously through the 6f guide catheter. Reportedly, when the balloon catheter was already down and the 3.5x15 rx xience pro sds was advanced there was increasing and significant resistance about 1/3 of the way into the guide catheter and by about half way into the guide catheter the physician could feel the stent struts scraping against the guide catheter wall. The 3.0x12 non-abbott balloon catheter and the 3.5x15 rx xience pro sds were withdrawn and while pulling the balloon catheter out it was tight at first but loosened up the more the balloon catheter was withdrawn. An attempt was made to swap the devices around and put the sds down first; however, the balloon catheter and sds were not able to advance through the 6f guide catheter and the same as before occurred. Resistance was felt with the sds and balloon catheter and the sds and guide catheter during advancement. The 3.5x15 rx xience pro sds was withdrawn from the patient; however, resistance was felt with the sds and balloon catheter and the sds and guide catheter during withdrawal. A non-abbott stent was deployed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Difficult to position balloon catheter and guiding catheter were confirmed via returned device analysis. Difficulty removing the balloon catheter and guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted in the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during wither lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, it was reported that the sds was withdrawn and an attempt was made to swap the devices around and advance the sds first; however, resistance was felt during advancement. It should be noted in the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.